Event description:
The distributor's sales rep reported on behalf of her customer an incident in which blistered skin with fluid was observed. Additionally, the pt developed white circles and white areas from the PICC line insertion site down the leg to the ankle. The PICC line was removed.

Manufacturer narrative:
The device involved in the reported incident is not available for return and evaluation. An investigation has been initiated based on the reported info.